Event description:
Filshie clips were placed for tubal ligation. One filshie clip has migrated and causes constant pelvic pain and back pain and possible embedment in other organs. FDA safety report ID# (B)(4).